Manufacturer narrative:
Additional information received stated that no deaths or adverse events occurred with the resolute onyx stents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, four resolute onyx rx coronary drug eluting stents were implanted to treat lesions in the left main, anterior descending artery, right coronary artery, circumflex artery. It was reported that allergic reactions occurred. It was stated that it was unlikely that the event was procedural related. It was stated that the event was possibly related to the resolute onyx device. It was reported that the patient deceased. Cause of death is unknown.